Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient developed a rash under her back therapy electrode pads. The patient initially contacted the dermatologist, who suggested wearing a t-shirt under the lifevest. Follow up indicated that the patient ended use of the lifevest due to the rash. The current medical condition of the rash is unknown.